Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).

Event description:
It was reported that the patient presented to the emergency department with palpitations and "jumping" in their chest. This was due to diaphragmatic stimulation from the left ventricular (lv) lead. It was noted that there was a steady increase in threshold and impedance on the lv lead. The impedance was high and out of range and a polarity switch had occurred. The lead was reprogrammed and remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.